Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch created as the unk tsv implant was identified as a (B)(6) in the investigation process. Sections updated: b4: date of this report d1: brand name d4: catalog number g3: date implant item number identified by manufacturer g6: type of report and follow up number h2: follow up type h10: manufacturers narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Pt info: not provided. Catalog and lot number not provided. Device manufacturing date is unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to an infection at the implant site. Patient is not returning for additional appointments.